Event description:
Pt had a pacemaker implanted in 2004. Pt was diabetic and suffered from arthritis and an extremely slow heartbeat. Pt was found dead in 2005. Upon arrival, the emts determined that the pacemaker had failed. Rptr has since learned that several other models of pacemaker mfg by guidant have been subject to recall recently, although the type implanted in pt is not currently subject to recall. Rptr suspects that this particular model and serial numbered device may also be defective.